Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported during an unknown procedure, the device did not open after firing. Reverse and manual override were attempted. The device was manually/forced off the patient by the surgeon. Case completed with another device of the same product code. There were no patient consequences reported.